Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. Data was reviewed; however, the dates of data sent were not inclusive of the issue date range. Problem could not be confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available.